Event description:
It was reported that the device failed to intermittently deliver defibrillation energy. There was no report of pt use associated with the event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed therapy pcb assembly at the failure analysis center and was unable to duplicate the reported failure. Further component root cause of failure could not be determined.